Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus premier¿ drug eluting stent was selected to treat the lesion. During introduction of the device, the physician felt some resistance and immediately removed it. The physician noticed that the mesh exceeded. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent were deformed and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus premier¿ drug eluting stent was selected to treat the lesion. During introduction of the device, the physician felt some resistance and immediately removed it. The physician noticed that the mesh exceeded. The procedure was completed with another of the same device.